Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan alleging multiple inaccurate high readings with their onetouch ultralink meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow up questions. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began sometime in july or august. The patient reported obtaining a blood glucose reading of ¿298mg/dl¿ on the subject meter and ¿99mg/dl¿ on a laboratory device, obtained within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient also reported comparing a result of ¿298mg/dl¿ on the subject meter to ¿172mg/dl¿ on an ultramini meter, ¿159mg/dl¿ on an ultrasmart meter and ¿179mg/dl¿ on a doctor¿s meter. The patient manages their diabetes with an insulin pump and reported increasing their dose of insulin by 0.3 units in response to the alleged inaccurate readings. The patient reported developing a symptom of ¿higher readings¿ one month later; we could not confirm if they developed any physical symptoms as we were unable to reach the patient. The patient denied receiving any treatment for these reported high readings. At the time of troubleshooting, the csr verified that the unit of measure was set correctly and that the test strips were stored correctly (per owner¿s booklet recommendation). A control solution test failed with a reading outside of the accepted range as printed on the test strip vial. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptom of ¿higher readings¿ does not meet lfs¿s criteria for a serious injury and the patient denied receiving any treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.